Manufacturer narrative:
Analysis was able to confirm the reported broken output connector. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. The epg was returned for repair. No patient complications have been reported as a result of this event.